Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to or after receiving inappropriate shocks. Noise was observed in the egms. X-ray was inconclusive. However, insulation anomaly was suspected.

Event description:
It was later reported that externalized conductors were observed via diagnostic imaging.